Event description:
"Elective stent graft extension on (B)(6) 2020 due to endoleak with already implanted thoracic stent graft. After easy insertion (via a percutaneous femoral access on the right) and removal of the stent graft, although we have carried out all of the steps correctly to our knowledge, when the introducer was withdrawn, there was a disconnection between the olive at the tip and the rest of the cutlery. As a result, the olive got stuck in the access vessel and could not be removed percutaneously. There was open access to the inguinal vessel with salvage of the olive from the vessel. Estimated blood loss of 800 ml perioperative without need for transfusion. The patient could be transferred directly to the monitoring station postoperatively." Patient outcome: "there was a problem-free course postoperatively. The patient could be discharged home with dry wounds and fully mobilized."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus thoracic stent-graft system related event occurred in germany.

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus thoracic stent-graft system related event occurred in (B)(6).

Event description:
"Elective stent graft extension on (B)(6) 2020 due to endoleak with already implanted thoracic stent graft. After easy insertion (via a percutaneous femoral access on the right) and removal of the stent graft, although we have carried out all of the steps correctly to our knowledge, when the introducer was withdrawn, there was a disconnection between the olive at the tip and the rest of the cutlery. As a result, the olive got stuck in the access vessel and could not be removed percutaneously. There was open access to the inguinal vessel with salvage of the olive from the vessel. Estimated blood loss of 800 ml perioperative without need for transfusion. The patient could be transferred directly to the monitoring station postoperatively." Patient outcome: "there was a problem-free course postoperatively. The patient could be discharged home with dry wounds and fully mobilized."